Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) connected with customer and confirmed that system was unable to boot up. After reviewing log file rse found there is a malfunction on x-ray. Rse found that the rmt - xgen: host (pc) is unable to communicate via can with generator. To resolve the issue customer pressed the reset switch and found system switched on. Customer did multiple restarts. After multiple restarts, the generator working fine. The issue required and issue resolved by replaced the mpdu control board. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.